Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they saw the screen that said: por detected, please check the device battery level, therapy has been turned off. Worked with pt to dismiss the message and check their battery levels. (My battery: 40%communicator: 96% handset 30%0) . Reviewed therapy was off because their ins battery had likely gotten too low before today and recommended charging all of their equipment and their implanted battery before their MRI. Worked with patient to activate and deactivate MRI mode and patient was successful to do so.